Event description:
Boston scientific received information that this product was part of a system revision due to erosion. The patient was given antibiotics. There were no additional adverse effects reported. The product was modified surgically.

Event description:
Additional information received that this pacemaker was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).